Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the black box showed evidence of multiple power reset events on the date of complaint (B)(4) 2014. The returned battery cap was able to be tightened until the yellow o-ring was seated properly. There was no power loss or rebooting duplicated with the returned cap during a 24 hour test. Product analysis was unable to reproduce the customer complaint. The pump was opened to further investigate and no internal issues were found. The battery cap contact height and width were within specifications.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.